Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported the pump displayed an "overspeed" message. No further detail was given regarding the event. There was no reported adverse consequence to a pt as a result of this event.